Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It provides step-by-step instructions for properly loading the disposable set and instructs the user to close all clamps on the disposable set prior to when the homechoice displays load the set. A formal label review of the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center to report a system error 2240 on the homechoice (hc) during use, patient connected in dwell 1 of 2. The home patient (hp) stated that they forgot to close the final line. The baxter technical service representative (tsr) advised the hp to start over with new supplies and to contact the registered nurse about the air. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.